Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation and was initially inflated at 10 atmospheres for 15 seconds. However, during the second inflation at 10 atmospheres for 15 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed successfully with a different device. There were no patient complications nor injuries reported and patient condition was good. It was further reported that the target lesion was located in the vessel below the knee.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation and was initially inflated at 10 atmospheres for 15 seconds. However, during the second inflation at 10 atmospheres for 15 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed successfully with a different device. There were no patient complications nor injuries reported and patient condition was good.